Event description:
It was reported that right ventricular (rv) lead did not capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. The inner insulation was breached due to metal ion oxidation (mio), and exhibited cosmetic mio. The outer insulation was melted, and exhibited cosmetic environmental stress cracking as well as a cosmetic depression. Blood/body fluid was found on several conductors (not obstructed), which were also stretched, the defib conductor was distorted, and the defib, distal, and proximal conductors were cut. Blood was found in/on the helix/lobe mechanism.